Event description:
Hcp reported the pt had recently had an escalation in their intraspinal medication dosage as a result of a recent increase in pain. The hcp reported the drug was morphine 50 mg/ml prepared by a local pharmacy with preservative free normal saline. The reported dose/day was 8.0 mg. The pt was also complaining of increased or new weakness. Pt had a previous history of bowel or bladder incontinence. A myelogram and a CT scan were done on 6/2002 and showed a catheter tip granuloma. The distal portion only of the catheter was removed in 2002 and sent to the MFR for analysis. No culture was done. The hcp did not report on the status of the pt today.